Event description:
The customer's biomedical engineer (biomed) stated that the intellivue mx700 patient monitor did not alarm on (B)(6) 2018 in the ICU. The device was in clinical use with a patient at the time the issue was discovered. A patient death was reported. No information regarding the patient, age, height, and weight, was provided by the customer.

Manufacturer narrative:
The device was returned to the factory for evaluation and the bench technician tested the intellivue mx700 using a simulator. The vital signs were displayed with the alarm limits and the monitor's alarm was normally audible for the yellow, red and blue alarms as indicated. The status logs were examined and no problem was found. The alarm review and the alarm logs were not available for evaluation. Based on the evaluation results obtained the device worked as intended and there was no trouble found. The exact cause for the reported issue could not be established. The device was returned to the customer. There were no subsequent calls logged for this device/issue. Although the reported issue could not be confirmed during testing, a malfunction of the device cannot be ruled out. The device remains at the customer site. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No parts were replaced. No further investigation or action is warranted.

Event description:
The customer's biomedical engineer (biomed) stated that the intellivue mx700 patient monitor did not alarm on (B)(6) 2018 in the ICU. The device was in clinical use with a patient at the time the issue was discovered. No information regarding the patient, age, height, and weight, was provided by the customer.